Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5076-45 implantable pacing lead, implanted: (B)(6) 2010; d224trk implantable cardioverter defibrillator, implanted: (B)(6) 2010; 694758 implantable tachycardia lead, implanted: (B)(6) 2010.

Event description:
It was reported that a possible infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.